Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection showed that the device was good condition with no appearance of any physical damages. During power up process, check and test force sensor testing, the problem was duplicated. The root cause of the reported issue was found to be a combination of plunger cable and force sensor. Replaced force sensor and plunger cable. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that there was a force sensor test error when powered up. No patient injury was reported.